Event description:
It was reported that the patient presented in-clinic after receiving several shocks as well as a vibratory alert. Upon interrogation, several vf episodes due to noise were observed along with loss of capture and decreased sensing. Lead dislodgement was noted via x-ray. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.